Manufacturer narrative:
The device has not been returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer that on (B)(6) 2018, a patient was positioned prone for a cervico-occipital fusion spinal surgery. During the procedure, after 2 hours of using the reported device, the surgeon felt that the head of the patient rotated in the a3059 mayfield composite series skull clamp and a3101 mayfield composite series base unit. An a1048 mayfield adult reusable skull pin was also used in the procedure. The staff was not sure if the skull clamp moved or the base unit. To resolve the issue, the staff checked the skull clamp and the lock knob and verified both are still on lock position and did not move. After verifying all mayfield pieces, the surgery continued. The incident caused a 15 minute delay in surgery but there was no patient injury reported. After the surgery, the patient woke up well at the recovery room and went to the intensive care unit (ICU) as part of the routine process for this type of procedure.

Manufacturer narrative:
Investigation completed on 27 feb 2018. The reported issue could not be confirmed. With respect to the returned unit, it has passed all specific functional testing requirements. When unit is properly positioned and put under pressure, the unit will function properly. General maintenance and cleaning required. Device history record was reviewed for product ID a3059 with serial # (B)(4) and was manufactured on 07/19/16 with no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points.